Manufacturer narrative:
Investigation summary: regarding the atrial lead, the observation is quite similar, since the implantation impedance and sensing values decreased from 750 ohms to 450 ohms and from 6 mv to 3mv. Since implantation, the atrial automatic threshold (programmed in the monitoring system) fluctuated between 0.5 v and 2 v. For both leads, the exact root-cause could not be determined with certainty since both leads are still implanted. However, the most likely hypothesis could be related to an insufficient fixation of the leads, which could have led to a slight movement of the leads or dislodgement.

Event description:
Atrial lead also showed some abnormal electrical values with low p-waves sensed and unstable threshold measured during the first follow-up on (B)(6) 2024 at 1.5v.